Event description:
I currently use the medtronic 670g insulin pump. I noticed tonight a crack running from the rim of the battery compartment along the rear of the insulin part that is approximately 3.5 inches in length. I did not bump or drop the pump and the crack does not stem from a single impact area. At first, I thought this may be a one-off scenario, but after speaking with the medtronic representative at (B)(4) from 6:52 pm to 7:07 pm tonight I realized this is most likely a defective product with a reoccurring issue. The medtronic representative was forthcoming with information and explained that he takes a lot of calls that identify the same issue-- a crack stemming from the top of the battery compartment traveling along the rear of the insulin pump case. After talking to medtronic, I decided to (B)(6) this issue and saw multiple blogs with extremely similar issues to me and these blog posts confirming medtronic has been issuing replacements due to this defect. ((B)(6)) I then looked on the FDA to see if there was a recall and I did not find one. I think the medtronic 670g is defective, the rear casing using a material that is known to crack, and medtronic knows about this issue, but has not issued a report or a recall. Please look into this issue and feel free to contact me with any questions. FDA safety report ID # (B)(4).